Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump,it passed both of the upstream and downstream occlusion testing, and it was also tested at the rate of 400ml/hr with a crated downstream occlusion to test the pump, and the pump was able to function normally by detecting the occlusion and auto-restart automatically. A review of the event history log could not confirm the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not restart after occlusion. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.